Manufacturer narrative:
Additional information (15-jan-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided by the customer. No reagent or instrument issues were identified. Quality control (qc) recovered within the customer¿s acceptable ranges. Siemens requested the patient samples for further testing. The samples were received by siemens thawed and warm instead of frozen as recommended. The samples could not be tested due to exposure of the samples to temperatures outside of siemens¿ recommendations. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2517506-2024-00231 was filed on 19-sept-2024.

Manufacturer narrative:
A united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneous elevated tacrolimus (tac) patient result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
The customer reported an erroneous elevated tacrolimus (tac) patient result was obtained on a dimension® exl¿ 200 integrated chemistry system. The erroneous result was reported to the physician, who questioned the result. A different sample was processed on an alternate method 1 (non-siemens method). The alternate method 1 (non-siemens method) result was lower than the erroneous result. The lower result was reported, as the correct result, to the physician. The customer repeated the sample with dilution on the dimension® exl¿ 200 integrated chemistry system and alternate method 1 and another alternate method 2 (non-siemens method) for comparison. The patient had a heart transplant. The tacrolimus medication was delayed. There are no known reports of patient intervention or adverse health consequences due to the delay or erroneous elevated tacrolimus (tac) result.